Event description:
The pt is enrolled in the definitive le trial. Arterial perforation reported post atherectomy of the sfa. Angioplasty was used to resolve the symptoms.

Manufacturer narrative:
A review of the device history record for this device did not reveal any discrepancies relevant to this reported event.